Event description:
The customer states that while the cautery cord was attached to the scissor and in use by the physician the cord at the end of the scissor broke and sparked. The cord was immediately removed from the field. No injury occurred to the pt or the staff in the operating room.